Manufacturer narrative:
(B)(4).

Event description:
The explanted generator was received by the manufacturer and product analysis was completed. Generator output signal was monitored for >24 hours and there was no fluctuation in the generator output. No anomalies were identified with the returned generator, and it performed according to all functional specifications. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent for vns explant for an unknown reason. Follow up with the surgeon on the date of explant identified that the explant was due to painful stimulation and increased seizures. Follow up attempts have been made to both the neurologist and the surgeon; no additional relevant information has been received to date. A review of the internal programming history showed that the vns was disabled approximately 4 months after implant. The explanted devices have not been received by the manufacturer to date. No additional relevant information has been received to date.